Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was the patient's handset keeps shutting itself off and powers down completely. When it does this the stimulation stops working and they have to get the communicator to put over the implant to turn it back on again. The handset won't hold a charge and they have to charge the handset twice a week, sometimes even three times a week. This issue started happening about three weeks ago. They know the stimulation is turned off because when they go to connect to the implant they have to turn it back on by sliding the blue ball back to on. Their ins is not low when this issue happens. Handset function and different scenarios that the stimulation could turn off was reviewed with the patient. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. It was recommended the patient track when this is happening so they can bring this to the doctor and compare logs.  Upon further review the patient had spoken to the manufacturer representative who told them to call patient services to report the issue.  A notify date was not obtained.  A call back to the patient was attempted to get further details but the patient did not answer.